Event description:
It was reported that, during replacement procedure, this right ventricular (rv) lead was removed from the old device and connected to the new pacemaker, nonetheless, the pin did not go all the way inside. Therefore, it was inserted forcefully and then secured. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).